Event description:
Breast implant pt diagnosed with anaplastic large cell lymphoma. Breast implants were from the mcghan company. Style 168 memory implants, saline filled, 600 cc catalog number 27-1 68601; lot number fv3730 and fx5835 left breast.